Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's abscess. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: no data available. Omnipod software app version: no data available. Operating system: no data available. Hardware: no data available. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that she experienced an abscess with a pod while she was wearing it on her back. No blood glucose values were reported. The patient is already an inactive user, so no follow up is possible regarding symptoms and treatment. No further information was provided.